Manufacturer narrative:
(B)(4). The device was not returned for analysis. The reported patient effect of surgical procedure as listed in the graftmaster rx coronary stent graft system, instructions for use is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance and subsequent treatments appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the patient presented with a free perforation with extravasation in the distal left anterior descending artery. A 2.8x19mm rx graftmaster covered stent failed to cross due to the anatomy. The patient was sent to bypass surgery and the perforation was treated. The patient is stable and recovering. The graftmaster did not cause or contribute to any complications or adverse events. No additional information was provided.